Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 141mg/dl. Pt took 16 units of insulin and ate dinner. Pt had chest pains and went to the emergency room because pt is a heart pt. A lab blood glucose result was 30mg/dl. Pt was given an IV and glucose until his blood glucose was 80mg/dl and pt was released.